Event description:
Procedure type: internal saphen. According to the reporter: the customer reports that the clips could not take the vessels, several vessels were torn off. Another device was used to complete the procedure successfully. The clamp remained stuck on the vessel, the clip did not close (traction on vessel). The clamp was removed with difficulty because the clip was stuck on the vessel: the vessel was damaged. Another device with different lot# was used to complete the procedure. No unanticipated tissue loss. There was tissue damage. There was no blood loss greater than 500cc. Surgical time was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). The premium surgiclip* small - (9.0" shaft length) titanium clip applier was received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridge precludes firing evaluation; however, the interlock was engaged and properly prevented the jaw from approximating. Visual and functional testing of the returned sample confirmed the product met quality release specifications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).